Manufacturer narrative:
The device was returned undeployed. Corrosion was present on the top battery, chassis and pcb. The batteries were found to be depleted. Corrosion prevented the device to be downloaded. A leak test was performed, but no internal leak was found. The exact timing and cause of the corrosion could not be established. It could not be determined if the depletion and corrosion contributed towards the reported symptom code. The device was found to be small pulses away from deployment. Without the download data it could not conclusively be determined what prevented the deployment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was not worn and no adverse patient impact was reported.